Event description:
It was reported that the patient experienced a perforation of the right atrium with the coronary sinus catheter during an implant procedure. It was noted that cardiac ultrasounds were done and showed no pericardial effusion. The patient's blood pressure also remained stable during the procedure. A left ventricular lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.